Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported that patient was getting stimulation in the wrong location stating that after the surgery, they noticed stimulation on the nerve in their tongue, and in their toes like jiggling. Patient had decreased stimulation from 1.4v to 1.2v without a change so they turned it back up to 1.4v and had been getting good symptom relief. Patient was advised to decrease stimulation from 1.4v to 1.0v and the stimulation in the wrong location resolved however patient indicated they didn't feel stimulation now. It was recommended that patient keep diary to see if new setting was optimal for continued symptom relief. Patient also reported their ins site was still a little tender from implant. No further complications were reported.